Manufacturer narrative:
The device was returned to olympus and the customer¿s allegation was confirmed. The forceps passage was obstructed by a foreign object at 15cm, there was no pass at the insertion tube side for a brush and the suction channel was also obstructed. There was a cut found on switch #1 of the body control unit (bcu). Angulation of the bending section was reduced due to the angle wires being stretched. There was a dent found at the distal end plastic cover and the camera cover insulation was below standard specification due to damage of the camera cover. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, something was stuck inside the channel of the evis exera iii gastrointestinal videoscope during reprocessing. The intended procedure was diagnostic. The cleaning brush would not pass. During inspection of the returned device, a foreign object was found in the forceps channel, which had been attributed to insufficient cleaning. There was no report of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 21-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to device handling, insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) which state: ¿avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids.¿ ¿if the suction valve clogs and the suction cannot be used when solid matter, such as the clip or thick fluid, are aspirated, withdraw the endoscope, and disconnect the suction tube from the suction connector on the endoscope connector. Attach a syringe containing sterile water to the suction connector. Straighten the insertion tube as much as possible and forcefully flush the connector with the water while the suction valve of the endoscope is slightly depressed. Repeat the flush until the thick fluid or solid matter are discharged from the distal end of the suction channel. After discharging, confirm that there is no irregularity in the suction function according to ¿inspection of the suction function¿ on page 50, before using the endoscope again. If the thick fluid or solid matter cannot be discharged, stop using the suction function and contact olympus.¿ olympus will continue to monitor field performance for this device.